Event description:
A malfunction alarm occurred, identified as malf 12, without any notable prior events reported. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information to reset the pump and assisted the customer with the process. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if issues persisted.